Manufacturer narrative:
(B)(4). Retainer ring = black, p-cap, reservoir locks properly into place. Unit received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent. Frozen display occurred due to corroded electronic assemblies and corroded battery tube. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on the back of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.